Event description:
Additional information was received that the device was reprogrammed to resolve the event.

Event description:
It was reported that inappropriate high-voltage (hv) therapy was delivered by the device due to an incorrect interpretation of signal. No intervention has been performed at this time. The patient was stable and will continue to be monitored.